Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 5 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that there was a concern for pump thrombosis. The patient was volume overloaded and had elevated lactate dehydrogenase (ldh) at 675 u/l. The cause of the ldh rise was undetermined. A computed tomography and transthoracic echocardiogram did not reveal any inflow/outflow obstruction. A serum hemoglobin was elevated but remained stable. The patient underwent standard anticoagulation and discharged home. No further information was provided.

Manufacturer narrative:
A specific cause for the patient¿s elevated lactate dehydrogenase (ldh) could not be conclusively determined. The submitted system controller log files captured transient elevations in pump power and estimated flow. A specific cause for the change in pump parameters could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.